Event description:
The valve was removed due to non-structural dysfunction relating to pannus. During explant, fibrin deposits were noted on the cusps. The valve was replaced with no additional consequence reported for the patient.